Event description:
It was reported that during a routine device check, a polarity switch alert for the ventricular lead was observed. Upon further analysis, 6 events of low impedance were confirmed. In addition, oversensing was confirmed when the patient pressed his hands together for the noise test. The physician decided to change the patient to unipolar settings, because the patient's ventricular pacing rate was low. The physician will monitor the patient and re-evaluate in 3 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and oversensing due to emi (electromagnetic interference)/noise was observed. The analyst noted that there were 6 low impedance paces prior to the polarity switch. The lead warning was recorded on (B)(6) 2013. In addition, there were 7,054 non-physiologic sense counts prior to the polarity switch and 105,658 non-physiologic sense counts post warning. (B)(4).

Event description:
It was reported that during a routine device check, a polarity switch alert for the ventricular lead was observed. Upon further analysis, 6 events of low impedance were confirmed. In addition, oversensing was confirmed when the patient pressed his hands together for the noise test. The physician decided to change the patient to unipolar settings, because the patient's ventricular pacing rate was low. The physician will monitor the patient and re-evaluate in 3 months. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2014, it was further reported that at the 3 month evaluation, oversensing of the ventricular lead was observed, however the r-wave height value was low so the oversensing could not be avoided by changing the sensitivity. The physician will re-evaluate in 6 months. The lead currently remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID e2dr01 implantable pulse generator (ipg) implanted: 2006-(B)(6), product ID 5554-53, implantable pacing lead, implanted: 2006-(B)(6). (B)(4).